Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer's father reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. The customer experienced elevated blood glucose symptoms of vomiting and a stomachache. The customer tested with their performa system and received a blood glucose result of 147 mg/dl. The customer then tested on their bionime meter and received a result of 450 mg/dl. The father immediately transported the customer to the lab; they measured the customer's acetone level which was +1. The father then called the healthcare professional for medical advice. The healthcare professional instructed the father to administer 2iu of the actrapid insulin. The father administered the insulin. The customer was not taken to the hospital and recovered at home.

Manufacturer narrative:
Correction to d4 lot number.